Event description:
It was found during evaluation that an automatic entry of the number 3 key would occur when any key other than the on/off, and ok key was pressed. There was no pt involvement because the error was found during testing.

Manufacturer narrative:
Manufacturer ref . No. (B)(4). Baxter received and evaluated the device. The device evaluation confirmed the number 3 key to be inoperable caused by a failed keypad. It was observed that when any key (other than the on/off, and ok key) is pressed an automatic input of the (number 3) key will occur following the selected key's function. (E.g. When the number 1 key is pressed 13 will be displayed, alphabetically: when the "abc" key is pressed, ag will be displayed interfering with mdl drug searching opportunities). Baxter has initiated a CAPA to further investigate the issue. As a result, the keypad was replaced.